Manufacturer narrative:
Patient information received and added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was added to the event description. The software analysis was completed and they were unable to determine the probable cause of the reported issue since the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Update from the site stating that they believe that the issue is from the frame moving. There have been no issue with the next three cases.

Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: 9733467, version #: (B)(4). No parts have been received by the manufacturer for evaluation. Manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the health care professional (hcp) stated that they were 4mm inaccurate at the end of a case. The hcp was testing the probe on the patient's tooth and it was inaccurate with multiple instruments. There was no delay to the procedure. No impact on patient outcome.